Event description:
The facility reports that while transferring the client from the bed to the chair, the clip broke off of the sling and the client fell to the floor. The client sustained a bump and abrasion to the right side of head.